Manufacturer narrative:
The pod was received with the cannula fully deployed. At the initial observation, the exposed portion of soft cannula was found to be kinked. During leak test, fluid was found leaking through a tear on the exposed portion of soft cannula where it was kinked. It could not be conclusively determined when this damage to soft cannula occurred. The pod was returned with the adhesive pad on the bottom housing. No damages or defects were found on the adhesive pad, bottom housing and formed needle that would contribute to the skin swelling at the pod infusion site. A root cause for the reported skin condition swelling could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 17.4 mmol/l (313.2 mg/dl). The pod was reportedly leaking and the infusion site was swollen while worn on the patient's hip/buttocks for between 36 and 48 hours. As treatment, a new pod was applied.